Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to infection. A temporary malleable device was implanted to hold space until the patient underwent a later procedure to implant a new ipp. No further patient complications were reported.